Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) protective earth resistance was infinitely. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) earth resistance was infnitely. During pm a getinge field service engineer (fse) noticed that the protective earth resistance was infinitely. Fse replaced the line cord assembly, part type e/f plug. Performed pm and safety check, repair done. There was no patient involved. The failure analysis and testing dept. Received part number rev. P, sn (B)(4) ametek with a reported unit failure of an open ground wire. Performed a visual inspection found the be in good condition. Tested the wires of the cable and found that the ground wire had open resistance and was faulty. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).